Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Patient identifier complete entry = see event. All available patient information was included. Additional patient details are not available. This report is being filed on an international product, list number 06p01-55, that has a similar product distributed in the us, list number 06p01-60. See MFR# 3002809144-2023-00030-00 for lot number 26277be00. See MFR# 3002809144-2023-00031-00 for lot number 89197li00. See MFR# 3002809144-2022-00458-00 for lot number 42225be00.

Event description:
The customer observed false reactive alinity s hiv ag/ab combo results for six donors. The following data was provided (>/=1.00 s/co is reactive): sample ID (B)(6) initial result, on (B)(6) 2018 with lot number 89197li00, was 3.1, repeat results were 2.95 and 2.79 s/co sample ID (B)(6) initial result, on (B)(6) 2018 with lot number 89197li00, was 1.6, repeat results were 1.48 and 1.68 s/co sample ID (B)(6) initial result, on (B)(6) 2021 with lot number 20343be00, was 2.65, repeat results were 2.57 and 2.59 s/co sample ID (B)(6)* initial result, on (B)(6) 2021 with lot number 26277be00, was 1.96, repeat results were 1.73 and 1.73 s/co sample ID (B)(6) initial result, on (B)(6) 2022 with lot number 42225be00, was 19.66, repeats were 18.13 and 18.48 s/co all reference laboratory results were negative. There was no impact to donor management reported.

Manufacturer narrative:
The complaint investigation for false reactive alinity s hiv ag/ab combo results included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review, and field data review. Trending review determined no related trend for the issue and the product. Return testing was not completed as returns were not required. Device history record review did not identify any non-conformances or deviations with the likely cause lot numbers and complaint issue. To assess field performance, initial reactive rates, repeat reactive rates and specificity (assuming 0 prevalence) per lot number were calculated. The performance of the identified reagent lots of the assay at the customer of interest were consistent with the performance of the other lots tested at the site and aligned with the performance of the peer group. The %specificity (assuming 0 prevalence) for hiv combo on the complaint lots ranged from 99.808 to 99.956% at ibts relative to the peer group range of 99.901 to 99.968%. In summary, the field data analysis for the complaint lots of alinity s hiv ab/ag combo, list number 06p01-55 at ibts did not identify issues associated with initial reactive, repeat reactive rate, initial-repeat reactive rate or specificity (based on assumption of zero prevalence). Additionally, reactive rate field performance data was evaluated to determine how many samples within the timeframe are exhibiting reactivity on the hiv assay at ibts and other customer sites. Labeling was reviewed and sufficiently addresses the customer's issue. Based on the information provided and abbott diagnostics¿ complaint investigation, no systemic issue or deficiency of the alinity s hiv ag/ab combo, lot numbers 89197li00, 20343be00, 26277be00, and 42225be00, was identified.